Event description:
Patient presented back to the physician with ongoing pain. Physician prescribed pain medication.

Event description:
Patient presented to the physician with ongoing neck pain. Physician administered steroids for the pain.